Manufacturer narrative:
(B)(4). Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report with additional information and investigation of this complaint.

Event description:
On (B)(6) 2020, the user facility reported via phone the following to richard wolf medical instruments corporation (rwmic): while using the graspers, on of the jaws broke off, and fell into the patient. The piece was retrieved from the patient. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? No. Did the delay put the patient at risk? (Only applicable if there was a report of delay) n/a. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. Model number customer provided does not show in the system, we will provide the correct product information when item arrives. .

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments (mic) is the importer of this device. The device was not returned to mic for investigation nor ascertain the correct part number. Per the user facility, "no further information can be provided". Based on our experience from older complaints the most probably room cause of the described damage is due to overload of the instrument. As the forceps have only a small diameter, the instrument is not suitable for applying excessive force. In order to avoid overloading, the user is advised in the instruction manual (referencing ga-s025 for the babcock grasping forceps) as follows: "the products have only limited strength! Excessive force will cause damage. Impair the function and therefore endanger the patient. Due to the small dimensions required the products have only limited strength." Rwmic considers this MDR closed.